Event description:
It was reported that the patient experienced urethral erosion with his artificial urinary sphincter (aus) device. All components were explanted and replaced. The patient is stable after the procedure.

Manufacturer narrative:
Investigation summary: with all the available information, boston scientific concludes that the visual examination of the device did not identify any leaks in the cuff, pump nor balloon. Functional test of the device did not identify any issues in the device. Based on this information, the reported allegation of erosion can not be confirmed. The product record review indicated reported events do not represent an unanticipated event. Device history record (DHR). The device history record (DHR) confirmed that the device met all material, assembly and performance specifications. Device technical analysis: all components were visually and functionally tested. Visual analysis did not show any leaks in the cuff, pump nor balloon. Functional testing performed on the device showed that all components performed within specifications. Labeling review: a review of the device instructions for use (IFU) was completed and did not reveal any evidence of device misuse, off label use, or failure to follow instructions. Investigation conclusion: based on the information available, a conclusion code of known inherent risk of device was assigned to this investigation.

Event description:
It was reported that the patient experienced urethral erosion with his artificial urinary sphincter (aus) device. All components were explanted and replaced. The patient is stable after the procedure.